Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, lot #: 9761156) was returned and received at us cq. Upon visual inspection, it was observed that the shaft of the device was broken at the proximal end. No other issues were observed with the returned device. Dimensional inspection: shaft diameter was measured and was within specification per relevant drawing. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition is confirmed for the 5mm hex flexible screwdriver (p/n: 03.037.028, lot #: 9761156). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part: 03.037.028, lot: 9298683, manufacturing site: hagendorf, release to warehouse date: 16 march 2015, a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while putting a flexible screwdriver back into the set, it was discovered that it was broken and needed to be replaced. There was no patient involvement. This report is for a 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).